Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# unknown, product type: programmer patient. Product ID: 97745, serial#: (B)(4). Product type: programmer patient product ID: 97745bp, serial#: (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient dropped their controller in the 'water' and since that time the stimulation sounds like it is up too high and can't dial out. It was reported that the ¿stimulator is going crazy¿. It was reported that "stim is going crazy", the patient has reportedly lost fine motor control and cannot call into ps. A replacement controller was requested to be sent to the patient. The patient reported that they received a replacement controller, but the battery pack was out. The patient called back and reported that the old controller that got wet was now working as intended and will just send back the one that was sent to him because they did not want to go to hcp to have settings program into new controller. The patient was reviewed about how the programs is in ins and not the controller. The patient reported that they charged new pc all night last night and it still will not power on. The patient took li battery out and reinserted it and screen lit up for a moment, but then later the screen went blank again with yellow light on the controller. No patient complications have been reported because of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97740; product type: programmer, patient product ID: 97745; lot# serial#: (B)(6); product type: programmer, patient product ID: 97745bp; lot# serial#: (B)(6); product type: accessory. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the patient reported that the issues about the ins "going crazy" and the loss motor control been resolved.